Event description:
It was reported that even when the device was on, it did not do that much. The patient was not in that much pain without it and it was not going to take away enough pain that he could walk on his feet. It was noted that he could not walk right now and he did not think it was going to help that kind of pain. It was later reported that when the patient first turned stimulation on, he was driving and had to pull over on the way home to decrease stimulation. He had to decrease stimulation because it was uncomfortable and he did not like the ¿shocking/jabbing¿ sensation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).